Manufacturer narrative:
Per the clinic, the patient experienced an episode of meningitis post explant surgery. Additional information has been requested regarding the episode of meningitis but has not been made available. A supplementary report shall be submitted once additional information has been received.

Manufacturer narrative:
The following additional information was received regarding the episode of meningitis: - the patient is reported to have an aetiology of severe cochlea-vestibulo dysplasia, heart defect and syndactyly. There was no reports of basilar skull fractures nor craniofacial malformations. -the patient did receive pre-implant meningitis immunizations (specific type not reported). - the patient was not immunocompromised. - prior to implantation, the patient received pre-implantation meningitis immunizations (specific type not reported) - the episode of meningitis occurred 2-3 days after cochear implantation. The patient presented with a fever, and was administered with antibiotics on (B)(6) 2016. - prior to meningitis, there were no signs of inflammation, fluid in the inner ear, middle ear or mastoid cavity. - there were no reports of an upper respiratory infection or otitis media prior to the meningitis episode. - no organisms were cultured. - during cochlear implantation surgery, the patient was administer with IV comoxoclav and 2 days post-operatively. - it was reported that the patient experienced an intra-operative cerebrospinal fluid leak. - during implantation, the following complications were reported: facial nerve was overlying round window niche. Severe cochleavestibulo dysplasia with only a basal turn. Csf leak at the cochleostomy. The csf leak was controlled intraoperatively by packing with fascia. Following diagnosis, the patient was admitted to hospital and administered with IV antibiotics for a duration of three weeks. The patient has since made a full recovery.

Manufacturer narrative:
This report is filed on (B)(6) 2017.

Event description:
It was reported that the patient experienced an infection post implant, however the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2017.